Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise and atrial fibrillation (af) resulting in an inappropriate shock across five treated episodes. Following the shock the rhythm accelerated to ventricular fibrillation (vf) lead the patient to become syncopal. A second shock was then delivered converting the arrhythmia to a normal sinus rhythm. Review of the device data confirms the patient had experienced multiple premature ventricular contractions (pvc) across the treated episodes. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. The device was checked in clinic and the therapy zones were increased. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise and atrial fibrillation (af) resulting in an inappropriate shock across five treated episodes. Following the shock the rhythm accelerated to ventricular fibrillation (vf) lead the patient to become syncopal. A second shock was then delivered converting the arrhythmia to a normal sinus rhythm. Review of the device data confirms the patient had experienced multiple premature ventricular contractions (pvc) across the treated episodes. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. The device was checked in clinic and the therapy zones were increased. This device remains in service. No additional adverse patient effects were reported.